Manufacturer narrative:
Correction: section h device eval by manufacturer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.1 was failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 was failed. A field service engineer reseated the row board cables and retractor bands at the controllers in the rear of the drawer. Signed into diagnostics and tested the pockets and removed any debris that was found. The customer was able to access medications. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility name: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.1 was failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.